Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, in liquid. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.00 diopter, in the patient's left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to the lens was stuck in cartridge/injection system and tore during delivery into the eye. There was no patient injury. The patient complained of glare/halos and blurred vision. Another same model/length lens was implanted and the problem was resolved. The cause of the event was due to the device. The patient is stable with no diplopia.